Manufacturer narrative:
The pump passed the self test, unexpected restart, displacement, rewind, basic occlusion, prime, off no power and excessive no delivery alarm tests. Unable to perform the occlusion test due to the unresponsive up arrow button. The pump was monitored and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. No unexpected restart alarm was noted. No unexpected restart anomaly was noted. The pump was received with no up arrow button response due to corroded keypad traces. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window, a cracked case and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and shuts off and on by itself. The customer's blood glucose reading was 413 mg/dl at the time of incident. Troubleshooting found that the pump also has a blank display and the display did not return after a battery change. Customer also indicated that the pump got wet about 7 months ago. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.